Manufacturer narrative:
Surgical pathology report indicates that the explanted mesh was not included in the pathology sample, therefore, there is no culture info of the explanted mesh patches available. Based on the available info and no sample being received, we are unable to determine if the mesh patch caused the pt's infection.

Event description:
Info from user facility and provided medical records: in 2009 - pt underwent incisional hernia repair, during which a ventrio mesh was implanted. Four months later - pt returned to doctor, due to would starting draining some purulence. Md noted pt had a small opening that appears to have healed superficially rather than deeply. Treated with silver nitrate stick. The following month - CT scan showed a little bit of fluid deep. Pt started on oral antibiotics. In 2006 - due to pt's development of a seroma and postoperative superficial infection that has failed to completely heal, pt underwent exploratory surgery with suspect of infected mesh. Per operative report, "pt had actually had two pieces of mesh; one placed during an umbilical hernia repair and one subsequently placed during ventral incisional hernia repair. The inferior piece that was overlapped by the larger mesh was a ventrelex mesh. This was dissected away from the overlying fascia and completely removed. This allowed me to access into the larger midline patch. This was a ventrio patch. This too was dissected away from the overlying fascia with electrocautery and then carefully removed from the underlying omentum. There was no bowel stuck to any of the mesh.